Manufacturer narrative:
The tech found the casters were already fully adjusted. He replaced both head end casters to repair the stretcher.

Event description:
Info received indicates the head end brakes are engaging but not holding.